Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this patient was admitted to the hospital following a fall during an episode of ventricular tachycardia (vt). It was reported that they were potentially syncopal. The field representative called boston scientific technical services (ts) to discuss the patient's rate, which was at 38 bpm after they presented to the emergency room. Ts discussed that the rate was normal device function due to the rhythmiq feature. No adverse patient effects were reported. The device was explanted and returned for analysis.